Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing.  The monitor's electrode belt connector was damaged and unable to latch to an electrode belt.   The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (connector damaged) has been confirmed.  Upon evaluation of the electrode belt, the trunk cable connector was damaged, creating an insecure connection with the monitor.  The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's monitor case was damaged and electrode belt connector was damaged.